Event description:
Medtronic physio-control is investigating the observation of three device failures during end item testing that were resolved by replacing the relay, k1, on the biphasic main board assembly. Conductance was observed across the open contacts of the relay. Failure of this relay could cause inhibition of defibrillation energy delivery. There have been no confirmed failures for this issue in distributed products.